Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The pediatric share direct receiver ((B)(4)/lot number 5200521), being used with the complaint transmitter, was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced. The receiver case was opened for further evaluation. A calibration and paring test was performed during an the interior inspection and the tests failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on (B)(4) 2015. A follow-up report will be submitted once the evaluation is complete.